Event description:
It was reported that during x-ray examination, the physician noticed that this right ventricular (rv) lead was dislodged. This lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).